Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported the system made contact with a patient during a pre-programmed motion (ppm) causing fractures in both feet. The patient¿s feet were positioned in the path of the detector when the ppm was initiated. It was reported this event was due to use error; there was no system malfunction.

Manufacturer narrative:
On (B)(6) 2017 the customer reported that the bottom of the detector of a brightview xct system made contact with a patient during a preprogrammed motion (ppm), causing fractures in both feet. The patient¿s feet were positioned by the operator beyond the table and in the path of the detector when the ppm was initiated. After the event occurred at the customer site, the customer site biomed evaluated the system and confirmed the system was functioning properly. The customer continued to use the system. The philips field service engineer (fse) was notified of the event the next day. When the fse arrived at the customer site, the fse collected the log files, evaluated the system, spoke to the customer, and verified the system was performing as expected. The cause was due to the operator positioning the patient improperly on the table. The patient¿s feet extended beyond the end of the table and when the ppm was activated by the operator, the patient¿s feet came into contact with the detector. This event was due to use error; there was no system malfunction. The system is in clinical use. The brightview xct, instructions for use (IFU), contain several warnings and cautions to the operator regarding patient safety: safety warnings and precautions. Warning: to help prevent collisions that can injure your patient or damage equipment, observe the following guidelines: make sure that a qualified operator is always present during equipment use to prevent collisions with the patient. Vigilantly watch the patient to make sure that equipment or patient motion does not result in patient harm or equipment damage. If you perform a preprogrammed motion with the patient on the imaging table, monitor the equipment motions closely to avoid contact with the patient or objects. Before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. Before you start an acquisition, make sure the patient is positioned properly to avoid any possibility of the equipment contacting the patient. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Imaging table and pallets. Caution: if the patient extends beyond the end of the imaging table, reposition the patient before starting any preprogrammed motions.